Manufacturer narrative:
Brand name. Heartware® ventricular assist system - battery, serial: (B)(4), diu #: (B)(4), device evaluated by MFR: yes, brand name. Heartware® ventricular assist system - battery, serial: (B)(4), di #: (B)(4), device evaluated by MFR: yes. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that tree batteries were unable to provide power and one of them would not be able to charge. Three batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices met specifications; the three batteries passed visual examination and functional testing. All batteries were able to charge and adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. No failure detected, the reported event could not be confirmed or duplicated.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called from home and complained that three (3) of his batteries were not working when attached to the controller. Additionally, one of the batteries was not holding charge when connected to the battery charger but it is unknown which one of the devices had this issue. The three (3) batteries were exchanged with no reported patient consequences. No further information was provided.